Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patient pain involving a triathlon knee system was reported. The event was not confirmed. Medical records received and evaluation: clinician review of the provided records concluded "in this morbidly obese patient there is no indication that factors of faulty prosthetic component design, manufacturing, or materials are responsible for any clinical problems." A review of the provided records by a clinical consultant concluded: "there is no documented follow-up subsequent to the (B)(6) 2013 visit and there is no documentation of the complaints noted in the event descriptions. In this morbidly obese patient there is no indication that factors of faulty prosthetic component design, manufacturing, or materials are responsible for any clinical problems." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review was not performed as no product specific failure mode was identified. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5510-f-201, triathlon cr fem comp #2 l-cem, lot code: snlth; cat. No.: 5521-b-200, tri ts baseplate size 2, lot code: zwko; cat. No.: 5550-g-298, triathlon symmetric x3 patella, lot code: 0h93; cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mkq070.

Event description:
The spouse stated that the patient started experiencing pain approximately 8 months after surgery. Surgeon did a scope one year after surgery and now patient has moderate pain.

Event description:
The spouse stated that the patient started experiencing pain approximately 8 months after surgery. Surgeon did a scope one year after surgery and now patient has moderate pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.